Event description:
The facility's biomedical engineer reported an infusion pump with an 813:01 failure code. A baxter service tech reported an 812:02 failure code that occurred during service upon the initial powering on of the pump. The failure code 813:01 was not found in the device's event history, nor was it duplicated. The biomed did not know when or where the failure was identified, but stated that there was no report of any pt injury or medical interventiion, and that the failure did not occur during pt use and medication was not being infused. No additional contact info was provided.